Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate pain relief and the ipg is now nonfunctional. It was also noted that the patient experienced an increase in tingles when standing and less when sitting. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned.